Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) got extremely hot while it was in his pocket. The patient stated that he was trying to deliver a bolus and noticed that the pdm was off. The patient plugged the pdm into the charger but the pdm still will not turn on.